Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in the right eye and had a flap lift and scrap on (B)(6) 2013. The patient returned on (B)(6) 2013 and two isolated islands superior to the pupil were diagnosed in the right eye. The patient's flap was lifted and the bed scraped. Tissue glue was applied to the edge to prevent regrowth. At the one day follow-up exam the patients uncorrected visual acuity in the right eye was 20/40 and bandaged contact lens was in place. The event of (B)(6) 2013 was reported to the manufacturer on (B)(6) 2013 and a medwatch report was submitted ref 3006095864-2013-00060.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support all pertinent information available to amo has been submitted.